Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found that the needle was leaking. The fse replaced the needle assembly to resolve the issue. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The analyzer failed the startup process for differential background. The leak was described as approximately 2 ml of fluid that leaked outside the analyzer onto the countertop. The customer could not identify the source of the leak. There were no patient samples run on the analyzer when the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was not wearing gloves, or eye protection at the time the leak was observed as she was walking by the instrument. She was wearing a labcoat. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.